Manufacturer narrative:
Report date: 14sep2021.

Event description:
The customer reports that the unit shut down and the event log has an error 3007 accompanied by ec 1101: vent restarted. The customer reported that the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and was advised to replace the cpu board. This is pending repair information.

Manufacturer narrative:
After reviewing this file it was determined that MDR#2031642-2021-04927 is reported in error. This is not a v60 ventilator.